Manufacturer narrative:
The complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that during a thrombectomy graft case, blood was noticed backing up into the syringe. The physician then tried to deflate the balloon without success. The physician had to go in with a sharp needle to deflate the balloon. No patient injury reported.

Manufacturer narrative:
We received one 120404f catheter was returned without the packaging for evaluation. The reported event of "the balloon would not deflate." Was confirmed. The balloon and balloon windings were visually inspected for indication of damage or abnormality and the proximal windings were found to have slipped distal on the catheter tip and unraveled. This condition may occur when the pull force of 1.5 lbs. (Per IFU) has been exceeded. Inflation media may be trapped inside the balloon when this occurs. The distal windings appear to be in good condition and there are no missing components. The catheter body appears to be in good condition. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.